Event description:
This patient sustained a distal humerus transcondylar fracture with a shear fracture of the trochlea and the capitellum as a result of a fall. She underwent a total elbow replacement in june using the discovery total elbow system from biomet orthopedics. Pt states that she continues to have pain of the elbow with motion as well as some burning type pain on the posterior aspect of the elbow. Infection has been ruled out.in may an xray report showed new radiolucency adjoining the proximal humeral component of the left elbow prosthesis consistent with loosening.in july the patient returned to surgery for removal of the humeral component and bone cement due to loosening. A longer shaft humeral implant was placed. Intraoperatively a significant amount of metallosis was noted as was granulation tissue which was thoroughly debrided and removed. Patient discharged 3 days later with followup in approx 10 days.